Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue. Fse replaced the integrated electro surgical unit (iesu) to resolve the issue. System was tested and verified as ready for use. Isi did receive the iesu involved with this complaint and the reported failure was confirmed and reproduced. The reported problem was unable to be confirm using remote logs. Unit was tested using the system, on startup, the unit displayed error c-37. Upon visual inspection the front bezel had a small crack and was also yellowish. The probable root cause was potentially attributed to electrical and fiber optics defects.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report faults with the integrated electro surgical unit (iesu). Tse reviewed the logs and found repeated error c-38. Site stated that erbe/iesu only faulted when using the coagulation monopolar function. Everything else for monopolar cut and bipolar worked fine. The customer took the erbe/iesu out of another system and put it in this system. The new erbe/iesu did not show any errors while installed into another system. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system initially powered on without errors. Site tried changing monopolar cord. Site tried switching which monopolar channel they were using. Site tried activating the bipolar with no issues. Monopolar cut was working, but the monopolar coagulation threw the c-38 error every 2nd or 3rd time activation was attempted from the surgeon side console. The procedure was completed robotically trying to use the open bipolar instruments for coagulation. No injury to patient was reported.